Event description:
The facility representative sent an e-mail to the baxter on 26 october 2009. On (B) (6) 2009 the patient was received from the operating room. Anesthesia md reported amicar running at 10cc/hr in channel b but the pump said "out of service". There was no audible alarm. The pump was changed out and removed from service. The patient was also receiving levophed on channel c. There was a concern with amicar, so the pump was swapped out. There is not an adverse event, patient injury or medical intervention associated with this report. The software (B) (4), categorize as unremediated. There is no further complaint information available. Master complaint (B) (4) has been opened for the interruption of patient therapy that occurred. Related complaint (B) (4) has been opened for the failure to alarm.

Event description:
There are a total of eighteen complaints for interruption during patient therapy for the same pump on various dates. All patient information is unknown. The facility reported an infusion pump with a malfunction of cannot turn off, which occurred in the intensive care unit (ICU). The event was reported to have occurred during patient therapy, where therapy was stopped. It is unknown if there was patient injury or medical intervention had been reported related to the device. The software version for this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B) (4)

Event description:
It was reported during the implant procedure, that when connecting the rv pacing lead, considerable pressure was noted and the grommet was reportedly damaged. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B) (4) the pump was evaluated at the customer's facility. The pump powered on normally and passed the self-test. The speaker and back-up tones sounded clear. The reported condition was not confirmed and could not be duplicated. The assignable cause could not be determined at this time. The pump has been retained by the customer.

Manufacturer narrative:
(B) (4). Baxter evaluated the pump at the customer's facility. A follow-up report will be submitted when the evaluation results or additional information becomes available.